Event description:
Device 1 of 2. Ref MFR report #1627487-2013-00495. The pt (B)(6) is implanted with three percutaneous leads from two different lots in the supra orbital and occipital region (off-label). It was reported the pt is not feeling stimulation in the correct area following a recent fall. An x-ray was taken for further interrogation which confirmed migration for one of the three leads. A decision regarding the next course of action has not been disclosed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.